Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure for a rectocele and cystocele. The patient experienced a retropublic hematoma post-operatively. No additional information was provided at this time.